Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without any pt complications. The pt's condition is good. This device remains implanted. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However co is unable to determined the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."